Manufacturer narrative:
Actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at the output window and the metal cap exhibits severe detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
Analysis of the device found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There was no patient outcome information available.